Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on february 10, 2021 that a wallstent biliary partially covered stent was implanted in the bile duct to treat a biliary stenosis due to pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) with a flexima biliary plastic stent placement procedure performed on (B)(6) 2021. During the procedure, it was noticed that the previously placed flexima biliary stent was obstructed. The radiopaque marks were not correctly seen and the stent was deployed distally to the lesion. The stent remains implanted and another wallstent biliary stent was implanted to complete the procedure. It was reported that the obstructed flexima biliary stent was removed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.